Event description:
An account in (B)(6) reported that while reaming using the proximal reamer 16.5mm for pfna ii the reamer base broke. The guide wire did not appear to be damaged upon removal for inspection. During reaming the surgeon felt the bone to be extremely hard. Reportedly, the diagnosis was prophylactic diseased bone. No part of the instrument was left in the patient and procedure went on without any other event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
This device is used for treatment not diagnosis. The device is worn and shows marks of forcible or often use. The measurable dimensions of the drill bit have been, as far as possible, checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao.asif specification and with the international standard. The flexible shaft is broken at its first movable link close to the coupling end. The device was manufactured and distributed in mid-2009 and shows extensive wear and tear of forcible or often use. The cutting edges of the reaming head are worn off and blunt; the condition of the device before the surgery is unknown. It is assumed that blunt cutting edges or contact with other metallic materials led to an instantaneous application of mechanical load and hence to the shaft breakage. No product fault could be detected.